Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedance out of range. The physician requested information and advice on troubleshooting as the patient could be a candidate for subcutaneous implantable cardioverter defibrillator (s-ICD) implantation. The technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.